Event description:
Ultrasound graft survaliance indicated there appears to be an aneurysm in the mid (ptfe) graft just below the knee. Scan indicated size to be approximately 2.7 cm in diameter. Pt was a symptomatic. The graft was excised.